Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was received for analysis. External insulation abrasion was noted at 57.2-59.0 cm from the connector pin, consistent with friction another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.